Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The connectors were reseated during the service call.

Event description:
It was reported that the 9900 system locked up during a case. The 9900 system had to be rebooted and the procedure was completed. No pt injury was reported.